Event description:
Literature was reviewed regarding: early use experience of the crescent right atrial cannula for neonatal veno-venous extracorporeal membrane oxygenation. The time frame of this study was: september 2021 through august 2023. The following medtronic devices were used: the crescent right atrial (ra) cannula. The majority of patients were cannulated with the 13 fr cannula; however, the 15 fr cannula was also used. There were no immediate complications during cannulation. Deaths occurred in the study population. Based on the available information, these deaths may have been attributed to medtronic product. The causes of death were: perforation of the inferior vena cava (ivc) (leading to hemopericardium, cardiac arrest), disseminated herpes simplex virus (hsv), sars-cov-2, neonatal respiratory distress syndrome, septic shock, and pulmonary hemorrhage. Among patient adverse events included: perforation, cannula malposition, requiring surgical repositioning, and clinically significant recirculation. Based on the available information, these adverse events may have been attributed to medtronic product. Among all patients, device malfunctions included: flow issues (defined as suboptimal ECMO flow), cannula malposition. Medtronic received additional information that the adverse events were related directly to the medtronic devices. There was a cardiac perforation at the ra/ivc junction, due to the 13 fr crescent ra cannula.

Manufacturer narrative:
Continuation of d10: product ID 70413 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 70415 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 70413 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 70413 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 70415 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a citation: michael sobolic, yujin park, sharada h. Gowda. Early use experience of the crescent right atrial cannula for neonatal veno-venous extracorporeal membrane oxygenation. Asaio jan 16 2025. 10.1097/mat.0000000000002371 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.